Manufacturer narrative:
A product sample was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the leading haptic was extended straight out. The lens shot out of the injector and tore the posterior capsular bag. A vitrectomy was performed. Additional information was requested.